Event description:
The customer called and reported the insulin pump alarmed no delivery. Customer's blood glucose was 327 mg/dl. During troubleshooting, insulin would not exit when pushed through with a plunger and there was greater than normal resistance. The customer was advised to change out the infusion set and reservoir and that the reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.